Manufacturer narrative:
Manufacturing records were reviewed. The review of the documentation and testing presented in the manufacturing record were found within product specifications. No deviation or non-conformance (ncr) related to the customer claim was generated. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder. (B)(4).

Manufacturer narrative:
All pertinent information available to the manufacturer has been submitted.

Event description:
We received a report that after implanting a z900200230 intraocular lens (iol) the doctor noted that the haptic was distorted. The incision was enlarged and the iol was removed. Another lens was placed during the same procedure. The report indicated the patient was doing fine.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection of the device was performed at 10x magnification. Visual inspection showed that one of the lens haptic was bent and detached. Also, the lens returned cut and with scratches. An incomplete device was returned. Visual inspection also revealed surface residuals (fiber/particles) on the lens that could be related with the handling the lens in a non-sterile environment. No cosmetic defects related to manufacturing were found in the returned lens. The complaint for distorted haptic was confirmed, however, it is unclear, based upon the condition of the returned device, if this was from the surgical process to remove the iol. All pertinent information available to the manufacturer has been submitted. Placeholder.